Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Event description:
Healthcare professional report "left side rupture possible ultrasound was performed, but rupture was confirmed during surgery." Device explanted. Left rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; underweight, broken shell, fold creases. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in radius assessed as surgical impact and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional report "left side rupture possible ultrasound was performed, but rupture was confirmed during surgery." Device explanted. Left rupture.